Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.b3 unknown, h3: device has not been returned to manufacturer

Event description:
It was reported that the pump exhibited a plunger travel error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed cracks to the top case on both front corners and right plunger case. The tamper seal was not broken. Review of the event history log (ehl) showed check clutch plunger lever. An occlusion test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, preventive maintenance was performed to replace the leadscrew, right and left clutch halves and clutch spring. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D9: device received 3jan2024.